Event description:
It was reported by the pt that she had hernia repair surgery in 2000, 2001, 2004 with bard mesh lot number 43idj087 and 43eld173. Has experienced constant pain, complication such as bowel obstructions, adhesions and serious inflammations. Has had multiple surgeries to remove inguinal nerve, gall bladder, and nerve resections. Now in need of additional surgery for additional chronic lower right abdominal pain and more adhesions in the gallbladder area. Reported she has never experienced any pain relief from any of the surgeries and is on multiple pain medications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Reference MDR 1213643-2008-00246 for info related to the other mesh included in the event description.